Event description:
It was reported that pump screen remained dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press button firmly while supporting bottom of pump, which temporarily restored display, but difficulty persisted, and technical support arranged replacement pump, noting pump had already been replaced previously for battery charging issues.